Event description:
Md reports that he over heparinized his pt because there were no priming volumes on the catheter or the clamps. Md injected 4ml of heparin in each lumen since he had no idea what the lumens held.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.